Event description:
It was reported that high impedance was observed. During revision, the lead broke and a portion became lodged in the patient's svc. Open heart surgery was performed to remove the fragment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.